Event description:
It was reported that the catheter was inserted without difficulty, but resistance was felt when removing the spring wire guide (swg). As a result, the physician used force to remove it which resulted in the swg breaking. The swg was removed in its entirety, but the sample will not be returned as it was discarded by the hospital. The clinician stated that he had met other cases in which swg unraveled and broke during insertion, but did not keep if for return. There were no reported patient injury or complications to the patient found. Additional information received from distributor on 1/4/10 stated that a cutdown was not required to remove the default swg. Catheter was inserted successfully and swg was found to be broken upon removal from the placed catheter. However, the swg did not completely break into two pieces and no excessive force needed to be applied to remove the swg as in the instructions for use.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.